Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited high pacing thresholds and atrial undersensing. Technical services (ts) reviewed the device data, noted atrial undersensing, and provided adjustments by increasing the atrial output. Ts recommended reprogramming options, and the plan is to continue monitoring the patient. No adverse patient effects were reported. This pacemaker remains in service.